Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00917 and MFR. Report # 3005099803-2012-00918). It was reported to boston scientific corporation that a hydratome rx sphincterotome and an autotome rx sphincterotome were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, both the hydratome and autotome worked the first time. When both devices were placed down the scope a second time, they were unable to bow. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; working length melted.

Manufacturer narrative:
(B)(4) for the investigation results of melted working length. A visual examination of the returned device found that the working length was twisted and the cut wire was discolored/blackened. Additionally, the cut wire appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 2 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, although still meets specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion and twisted working length. During manufacturing, tome devices are 100% inspected, the melted/split extrusion is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.